Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that his readings have been high in the 300's mg/dl range since (B)(6) 2017. He continued to bolus as normal, decreased food, and increased physical activity. His readings continued to stay elevated. On (B)(6) 2017, he changed all of his accessories. He also gave himself an injection via pen, but continued to wear the pump. When his readings became elevated in the 300 mg/dl range on (B)(6) 2017, he disconnected his site and bolused 10 units. No insulin dripped. He switched all his accessories to his backup pump. Upon switching to the backup pump, his readings immediately returned to normal. Customer attributed elevated readings to his pump not delivering properly. No adverse event alleged. A request was made for the return of the device.